Event description:
It was reported that the health care professional (hcp) wanted to know if the cardiac resynchronization therapy pacemaker (crt-p) was magnetic resonance imaging (MRI) conditional. Technical services (ts) confirmed that the device was MRI-conditional and all recent lead measurements were within limits. However, ts noted that there was a high out of range pacing impedance alert on the left ventricular (lv) lead channel at the last device check. The hcp called back and confirmed that the device functioned normally, and the lead measurements remained within range after the MRI was performed. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) wanted to know if the cardiac resynchronization therapy pacemaker (crt-p) was magnetic resonance imaging (MRI) conditional. Technical services (ts) confirmed that the device was MRI-conditional and all recent lead measurements were within limits. However, ts noted that there was a high out of range pacing impedance alert on the left ventricular (lv) lead channel at the last device check. The hcp called back and confirmed that the device functioned normally, and the lead measurements remained within range after the MRI was performed. The device remains in use. No adverse patient effects were reported.